Manufacturer narrative:
The device was returned for analysis, with the implant attached to the pusher. The resistance of the system was noted to be within specification. The implant coil was holding onto the pusher via a tensioned monofilament. There was no evidence of damage to the monofilament. The distal solder joints were intact, and the distal black pet covering the heater coil had no thermal damage. On the proximal side, the proximal connectors along with the solder joints were good. The hypotube was kinked at 2 locations: close to the warning mark, and adjacent to the laser weld between the hypotube and the connector. Based on the available information and evaluation, the reported complaint of a broken coil cannot be confirmed; the implant coil was still attached to the pusher. There was no evidence of damage to the monofilament; however, the proximal connector was noted to be broken. The root cause cannot be determined.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that an embolization coil detached in the microcatheter. Both segments of the coil were removed from the patient. There was no reported intervention or patient injury. The patient's status is reported to be fine.